Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 300 bd vacutainer® sodium heparin (nh) blood collection tubes the additive was dried out. The following information was provided by the initial reporter: dried out additive.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. The photo shows tubes in a shelf pack upside down. After the additive is placed into the tube it is then put through a freeze-dried process generating the vacuum. The small white free-floating discs¿ seen in the photo is the additive. This is the normal appearance of the additive pellet for product 366480. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with 300 bd vacutainer® sodium heparin (nh) blood collection tubes the additive was dried out. The following information was provided by the initial reporter: dried out additive.